Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor/cerelink icp probe basic kit (826850) was implanted by the surgeon on (B)(6) 2022. The microsensor was functioning correctly while in the operating room. However, later in the day the microsensor was disconnected from the monitor and, when reconnected the monitor displayed no microsensor detected and could not get the monitor to recognize that the microsensor was detected. Staff switched to a different monitor and experienced the same issue. Multiple monitors were used to rule out malfunction of the cable and/or monitor. As a result of the failure, the microsensor was removed and replaced on (B)(6) 2022. The icp express monitor (ID 826634) and icp express cable (ID 826636) were used.

Manufacturer narrative:
The cerelink icp probe basic kit (826850) was returned for evaluation. Device history record (DHR) - the product 826850 for lot 5101864 (sn 132255), and the lot met specifications when released. Failure analysis - the he issue of the complaint has been confirmed. No visible damage to the millar sensor or connector. Catheter stretched 4.6cm from connector end. Icp express= no transducer detected. Internal wires broken at stretched area. No testing was possible. The root cause of the problem stated could be determined to be mishandling of the catheter.